Manufacturer narrative:
No product has been returned for eval. Should new info become available a follow up MDR will be submitted.

Event description:
Received info stating pt's had low bgs (44mg/dl) and was assisted by emt's at his house.